Event description:
It was reported that when the surgeon removed the micl 12.6 implantable collamer lens from the vial, a piece of a haptic was missing. No pt contact.

Manufacturer narrative:
Eval results - (other): visual inspection of the returned prod showed that a piece of a haptic plate was torn off and missing, and there was a clear surgical residue on the lens.